Manufacturer narrative:
The menu knob was confirmed to be broken, was found to be pushed into the device and failed functional testing. The case was confirmed to be broken. Ventricular connector was found to be cracked. The hanger hinge was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom knob and case of the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.